Event description:
Customer called lfs on 6/2002 alleging that the meter prompts the error 2 message. Customer did not report any symptoms with the error 2 messages. No adverse event or serious injury occurred, customer was feeling frustrated due to testing "12" times a day and obtaining error messages. Customer explained that the error messages appeared when a test strip was inserted into the meter. It is unknown if the error 2 message was caused by a used test strip, or a temporary or permanent electronic problem. Issue was not resolved. Ccr replaced the meter. No further information was provided.